Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ammonia results on their c501 analyzer. The customer provided data for three patients, two of which had discrepant results. Units of measure were not provided. The first patient's initial ammonia result was -3 accompanied by a data flag. The first repeat result was <10. The second repeat result was 68. The third repeat result was 66. The fourth repeat result was 73. The fifth repeat result was 66. The second patient's initial ammonia result was 42 accompanied by a data flag. The sample was diluted and the first repeat result was 42. The second repeat result was 20 accompanied by a data flag. The sample was diluted and the third repeat result was -6 accompanied by a data flag. The fourth repeat result was <10. The fourth repeat result was 42. It is unknown what was results were considered corrected. It was unknown if any results were reported outside the laboratory. It is unknown if there were any adverse events. The ammonia reagent lot number and expiration date were not provided. The engineering checks were performed and no abnormalities were noted. Preventative maintenance was also performed while the engineer was on site.

Manufacturer narrative:
It was determined that none of the results were reported outside the laboratory.

Manufacturer narrative:
On (B)(6) 2012, a (B)(6) patient had ammonia tested. The initial ammonia result was 10 umol/l and it was reported outside the laboratory. The first repeat result was 62 umol/l. The second repeat result was 31 umol/l. The third repeat result was 44 umol/l. The fourth repeat result was 45 umol/l and it was issued as a corrected report. It is unknown what affect the erroneous result had on the patient's health or treatment.

Manufacturer narrative:
The root cause of the variation in ammonia results the customer reported is the imprecision in low concentration ammonia samples. Imprecision at low concentrations may be seen due to degradation . This information is documented in the pacakage insert. No abnormalities were observed in the instrument by the service checks. A preventative maintenance was performed. No adverse events were reported.